Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she received a no delivery alarm while priming and needed assistance with the process. The blood glucose reading was 585 mg/dl. The customer treated with manual injection. The call was disconnected and troubleshooting was not completed.